Event description:
It was reported that in the patient's recent appointment, his vns system reported high lead impedance (approximately 7000 ohms). It was noted that the patient was seen a few months prior with high impedance also observed then as well. X-rays were taken when the high impedance was initially observed, and there were no visual anomalies the patient's medical team could identify. No interventions have occurred to date.

Event description:
The patient¿s full replacement surgery was completed on (B)(6) 2016. The explanted lead and generator were returned to the manufacturer and received on (B)(6) 2016. Product analysis is pending for the returned products. No additional pertinent information has been received to date.

Event description:
Product analysis for the returned generator was completed. Review of the internal device data showed a possible indication of increased impedance. However, the time of change detection was after the date of explant and was thus inconclusive. Visual examination showed only observations consistent with the explant procedure; no surface abnormalities were noted on this device. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.926 volts as measured during completion of the relevant parameter of the final electrical test, showed an ifi=no battery status. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Date of event, corrected data: initial report inadvertently listed the wrong date of the event.

Event description:
Product analysis was completed for the returned lead portion. The condition of the returned lead portion was consistent with observations following an explant procedure; no obvious anomalies were noted. Continuity measurements between the lead and generator verified an electrical and mechanical contact between the generator and negative connector block. Setscrew marks found on the lead connector pin also provide evidence of good mechanical and electrical connection. Continuity checks of the returned lead portion were performed and no discontinuities were identified. Note that since a large portion of the lead body was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.